Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair. Device was evaluated by a third party.

Event description:
The manufacturer received information alleging a ventilator's internal battery was depleted. The device was not in patient use. The ventilator was sent to a third party service center for evaluation. During the evaluation, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery failure was found to be due to a cell imbalance.